Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump over delivered insulin and the customer experienced low blood glucose. The information was uploaded by the educator and the bolos was set to 2 units but the insulin pump delivered 15 units. Blood glucose level was 50 mg/dl. It was confirmed that the device had no damage and the drive support cap was normal. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information had been received, which was not included with the initial medwatch report. The information had been provided with this report.

Event description:
It was reported that a button push report was received. The report stated someone manually had changed max bolus from 10u to 25u and set it manually. The bolus was delivered and caused severe hypoglycemia.